Event description:
(B)(4). Provided by (B)(6). I have gained about 40 lbs, yet my eating and exercise habits have improved. I now have 2 periods each month lasting 7-10 days with heavy bleeding, clotting, and severe cramps. I now suffer from night sweats, even though I have gone to the doctor to have hormone levels checked and they have come back normal. I have a body rash that is unexplainable. I now suffer from migraine headaches which I've never had before. Constant lower back pain that I've never had except when I was pregnant. I am more irritable and moody but have never been diagnosed with anxiety or depression in the past.